Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient's device was implanted, the patient's surgeon almost killed the patient. It was noted that the surgeon did not monitor her potassium levels and the patient was having seizures after implant. Additional information has been requested and when received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2004-(B)(6), product type lead product ID 435135, serial# (B)(4), implanted: 2004-(B)(6), product type lead. (B)(4).

Event description:
It was previously reported after battery replacement surgery the patient¿s potassium levels were not tested even though she was a kidney patient. It was also reported, ¿they almost killed me. My body was seizing and I was going paralyzed¿ because her potassium levels were low. It was noted the patient had constant pain and cannot take pain medicine due to stage three kidney disease.

Manufacturer narrative:
(B)(4).